Event description:
It was reported that during a lap roux-en-y procedure, an instrument error occurred. A new device was opened and worked properly for the rest of the case. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."